Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code displayed) has been confirmed.  Upon investigation the monitor displayed a service code 105 at power up.  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor would not recognize an ECG signal. The cause for the failure was isolated to an open r781 driven ground resistor and u612 on the computer/analog board. The root cause for the open components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.